Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be a faulty demand detector module. The demand detector module was replaced. Device passed all tests after repair. A review of the service history found that this repair was related to a previous repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the during p.v. Check found unit was reading o2 high (>50%) when measured at air mix, vt= 500mls, freq= 12bpm and tested with several certifiers and o2 cells, all gave a high reading. The reporter noted that the device was recently serviced on ro (B)(6) and shipped back on 01-apr-2025 and when tested in clinical technology services workshop the same problem appeared to have been occurring- reading >52% o2 at 500mi/min, should be 44-50%. There was no patient involvement.